Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had an error e315 occur during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: initial submission inadvertently included h6 codes that should not have been documented: f2601, a0404, a050402, a0407, a0415, a040103, a150203, a051101, g0405201, g04034, g02004, g04101, g04037, g04121, g04125, b01, c070603, c0601, c070604, c070606, c070601, c0703, d12. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿ device returned and not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.